Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The lock button was pressed several times without issue. Display wires were found to be pinched, with insulation compromised. The keypad flex cable was found to be damaged. Physical damage was found on the hanger and display frame boss. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would power off when the lock button was pressed. The epg was returned for service. There was no patient involvement.